Event description:
It was reported that a patient underwent an mr exam, and afterward it was discovered that the patient had a burn on the back of their arm. No additional information was provided regarding the diagnosed severity of the burn. Based on a ge healthcare medical director's review of a photo of the burn, the burn is assessed as a full-thickness burn which likely could be referred for specialty wound care with a high probability of plastic surgery being indicated. It was later confirmed that surgical intervention was completed at another facility, but no further details were provided.

Manufacturer narrative:
Patient information was requested but the customer has refused to provide the information. Unique identifier: (B)(4). There are no additional device identification numbers. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
H3: the investigation by ge healthcare (gehc) has been completed. The scanner was evaluated and found to be operating within specifications with no issues or defects identified. Based on the available information, there is no apparent root cause of the patient injury. There is no evidence that the scanner caused the injury. Rf warmings can occur even though the mr scanner is operating within specifications. The operator manual has warnings about tissue heating even when good clinical practices are followed and the use of proper padding. No further actions are planned by gehc.